Event description:
Report received from the USA stating that the device was "overheating". The alleged condition was discovered during routine service inspection. The device was not used in surgery. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The reported malfunction could not be confirmed. If additional info is received, a supplemental report will be sent. (B)(4).